Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4).. Investigation summary: the complaint tube set was received and evaluated. Visual inspection confirms the part of tubing that is seated on the roller is cracked. This type of failure has been typically observed when it was not seated correctly on the rollers of the pump and the clamp is pressed down. The returned tubing confirmed that it was not seated on the roller correctly and therefore this failure can be attributed to user error. This complaint can be confirmed. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed similar and dissimilar complaints for this lot of 360 devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the customer that prior to a shoulder procedure during setup it was noticed that there was a cut in their irrigation tubeset where it clamps to the pump on rotating arm. The customer stated that the cut was found because fluid was leaking out of the tubeset. The procedure was completed with another like device with no harm to the patient or delays to the case. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.